Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self test. Thus software was utilized and downloaded trace/history files properly. No pump error motor alarm, button error alarm noted during test or in file history on event date. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, vibrator during visual inspection. The motor was tested outside of the device on the stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage. Pump passed all testing required and no unexpected pump error motor alarm/drive anomaly, keypad/button anomaly during testing or in the history file. Cracked case corner of belt clip rails, label damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the crack on the back of the pump, the pump buttons are sticky, and the motor errors forced him to rewind multiple times. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1880l.